Event description:
It was reported that after noticing that the dressing at the sheath insertion site was wet, it was discovered that the sheath had separated at the hub. The sheath had separated at the hub. The sheath was successfully removed and replaced without any complications.